Event description:
It was reported the patient had their device implanted to help both fecal and urinary symptoms. It was stated the patient had felt the device shutting on and off since implant but felt no stimulation since two days prior to report. It was noted the patient had no stimulation sensation and increase urinary symptoms, more so than bowel issues, since (B)(6) 2013. Reportedly, the patient was unable to adjust stimulation. The patient was assisted with changing from program 1 at 1.4 volts to 2.3 volts and then the patient could feel stimulation in the pelvic floor area.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e06j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).